Manufacturer narrative:
This report is submitted on may 8, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance with the external device and subsequently the device was replaced (date not reported).